Manufacturer narrative:
It was reported to arjo representative that during patient transfer, with the use of arjo maxi move device, spreader bar detached from the lifting arm. The malfunction occurred after the patient was safely lowered into the bed and the caregiver started to detach the sling from the lift spreader bar. As a consequence of the event, spreader bar fell onto the resident knees. The caregiver tried to prevent spreader bar fall by caught the part, as a result of the event sustained arm pain. The arjo service technician attended the facility site for device evaluation. The device visual inspection and photographic evidence attached to complaint file showed that one of the spreader bar 's guiding pin was missing. The device has been in use for above 13 years at the time when the event occurred. The spreader bar to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. Moreover the device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. The devices are equipped with instruction for use (IFU) which provide information how to correctly use the device. The IFU for maxi move (04.km.00)) contains warnings: "all functions should be tested for correct operation to ensure that no adverse damage has occurred during use. If in doubt about the correct functioning of the maximove, do not use and contact the arjo service department". (P. 31) the instruction for use informs also in details how to attach the spreader bar to lifting arm to ensure its safe and stable position during patient/resident transfer. The device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. However, it was found under internal simulation that, under special conditions, if the locking mechanism is broken, the smiley face is present, but the locking clip could potentially be ineffective, if a certain sequence of events takes place. This involves a situation where: 1) transfer is at the final phase, 2) the dps is unloaded, 3) the locking mechanism is broken, 4) the spreader bar is lowered onto an object (such as wheelchair arm), 5) the dps topples over. Following a description of the reported event, it corresponds to the above described sequence of events. This failure is easy to be recognized by the user if the lift is visually checked as required by the instructions for use (daily check to inspect external fittings is indicated to be mandatory in the care section of the IFU). Also, as per IFU, the user is obliged to check that the spreader bar is locked in place by trying to lift it without unlocking the locking mechanism. When the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar -possibly in combination with broken pins or other malfunctions and use errors- and the spreader bar is lowered onto an object (e.g. Bed, chair), the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case, the spreader bar will topple away from the face of the person. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular the spreader bar is correctly attached and checked to be locked in place before each transfer. Based on product knowledge, description of the event and review of similar situations that took place in the past, the spreader bar detachment failure can occur only when a user did not follow correct transfer procedure as presented in the device labeling. To conclude, arjo maxi move passive lift played a role in the complaint issue when the event occurred. There was no patient involvement in the time when the event occurred. Although device did not meet its performance specification because the spreader bar's locking pin was broken, these malfunction did not affect directly the spreader bar detachment. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
It was reported to arjo representative that during transfer the patient on the final phase of transfer the spreader bar detached from the lift. It was reported that spreader bar started to fell on the patient, the care giver was able to catch the fall however the hanger bar did hit both resident and care giver. As a consequence of the event the caregiver have felt pain on the arm.